Event description:
A clinical incident involving a procise max plasma wand with integrated cable was reported to arthrocare corporation. The reported incident involved a patient who underwent an adenoidectomy and tonsillectomy. After treatment of the adenoids, the physician reportedly ablated too deeply in the removal of one of the tonsils, resulting in bleeding. A bovie was used to cauterize the surgical site to arrest bleeding. Patient reportedly had swelling and edema in the surgical requiring hospitalization. The patient was also administered antibiotics.

Manufacturer narrative:
Two patients with similar outcomes on same day with ages provided as 2 and 3 years of age. Gender was not provided by the user facility. The device was returned for investigation. A follow up report will be provided after completion of the investigation currently in progress.